Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. Onsite functional and visual examination was performed by a manufacturer representative. The mobile view station (mvs) power board and uninterruptible power supply (ups) were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding a sacroiliac and thoracolumbar procedure. It was reported that the mvs was continually beeping, making a ticking sound. The system on light was blinking, and the monitor was going to black status. An alternate imaging system was utilized to complete the procedure as a result of the issue. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact to patient.

Manufacturer narrative:
The uninterruptible power supply (ups) was returned to the manufacturer for evaluation. Testing found that the battery was replaced in the unit upon receipt as it was received without a battery. Testing then found that the unit failed initial load testing with the new battery as an error message for an overload appeared. The power board for the viewing station of the imaging system was returned to the manufacturer for evaluation. Testing found that when installed in a known operational system, power would not be delivered to the viewing station of the imaging system.